Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump gives the no delivery alarm. The customer¿s blood glucose level was unknown at the time of incident and the current was 240 mg/dl. The customer stated that the high pressure test was failed. The customer had using the insulin pump system within 48 hours of the reported high blood glucose. The customer does not allege the pump was under delivery. The device will be returned for analysis.

Manufacturer narrative:
No unexpected no delivery alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime/fill anomaly noted during testing.